Event description:
Related manufacturer reference number: 2017865-2021-38513. It was reported the patient for in clinic follow up with diaphragmatic simulation symptom. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was observed the device was in backup operation due to hardware and firmware reset. The alert was cleared. Additionally, the left ventricular lead exhibited high capture threshold. The patient was scheduled for lead revision on (B)(6) 2021, however during the procedure the physician was unable to obtain vascular access. The lead was abandoned and deactivated via programming. The ICD was replaced to maximize battery longevity. Patient was stable.